Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient thrombus occurred post procedure. In (B)(6) 2017 the patient underwent a left atrial appendage (laa) closure procedure. Two 27mm watchman laa closure devices were attempted to be implanted; however, neither device met release criteria. A 24mm watchman laa closure device was implanted with a complete seal. In (B)(6) 2017, the patient was hospitalized and underwent an upper endoscopy (egd) which revealed a gastrointestinal (gi)bleed. The patient was taken off of warfarin. On an unknown date, a thrombus was observed on the closure device via transesophageal echocardiogram (tee). The patient was put back on warfarin and 5 to 6 weeks later an echocardiogram showed that the patient was free of thrombus. At that time they were able to come off (B)(6).